Manufacturer narrative:
The unit was not returned for evaluation because it was disposed of. It is not possible to verify an assignable cause without evaluating the alleged complaint unit. Insufficient inform complete investigation. The DHR for lot 15413-03 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 15413-03. There were (B)(4) reported unit failures. This lot has a failure rate of (B)(4). No significant trend was observed.

Event description:
Check handpiece/ no cutting power.